Event description:
It was reported that during the implant procedure, when placing the right ventricular (rv) lead into the right ventricle, prolonged period of asystole was observed. Transcutaneous pacing was applied because the physician found it difficult to advanced the lead through the tricuspid valve. The nurse could not confirm cardiac output when palpating femoral pulse; thus the patient was without cardiac output for unknown period of time due to nurse difficulty palpating pulse. Then after a few minutes, the lead was advanced into the right ventricle and pacing through the psa (pacing system analyzer) was confirmed with palpable pulse. The patient was given additional sedation to tolerate the transcutaneous pacing so neurological function could not be fully evaluated at the end of the case. Therefore, after the atrial lead was implanted the physician made the decision not to implant a left ventricular (lv) lead. After the procedure the patient went to the ccu (coronary care unit) for observation. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10:  ddmc3d4 ICD  implant date: (B)(6) 2024 ; 5076-52 lead implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.